Event description:
Boston scientific crm rec'd and reported the following info: "sys was removed due to pt infection."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. It cannot be determined if the device is related to the adverse event.